Event description:
It was reported that "the inflation syringe was not pushed back as normal when the customer attempted to deflate the balloon before use in operating room. Although it appeared to be normal, the catheter could not be used due to the problem." It is unknown if the customer removed the syringe from the gate valve to deflate the balloon. Additionally, the reporter was contacted and confirmed that this issue is related to balloon deflation and that it was probably difficult to deflate the balloon. No patient injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned with the catheter. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage or deterioration to the balloon latex or balloon bonding sites was noted. The balloon deflated within specification at approximately 1 second without the syringe attached. The balloon failed to deflate fully with the returned syringe attached. Per IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. After deflation, the syringe should be re-attached to the gate valve. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. The balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. It is unknown if the syringe was left on or removed when the customer attempted to deflate the balloon. " the complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No further actions will be taken at this time.